Manufacturer narrative:
Additional information received; it was reported the endoleak was suspected to be a type iiib as a fabric tear was seen in the first 5cm of the main body. The cause of the endoleak and death are undetermined. Film evaluation summary: the reported endoleak was confirmed on the films provided; however the cause and source of the endoleak could not be confirmed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak. Fabric wear from the underlying proximal/external stent(s) of the contra limb abrading the bifurcate near the level of the flow divider is a potential factor in the occurrence of a type iiib endoleak. Although not identified after implantation during the index procedure, a type IV endoleak also cannot be ruled out. Contrast leakage observed at the main body was in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a type IV endoleak. The endoleak did not seem likely to have been a proximal or distal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c93ee, serial/lot #: (B)(4), ubd: 22-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the emergent endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm. The stent grafts were implanted with no issues and a final angiogram showed no endoleaks. A few hours post the index procedure, the patient was noted to be hemodynamically unstable, a CT was performed. The CT showed a huge endoleak said possibly to be a type iii endoleak with aneurysm sac expansion. The patient expired two days later. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Additional information received; it was reported the endoleak was thought to be a type iiib as it was seen in the first 5 cm of the main body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.